Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that foam insert has been damaged. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The event occurred in (B)(6).

Event description:
It was reported that the inner sterile foam packaging was damaged. The polyethylene bag was also damaged. Attempts have been made, and no further information has been provided.